Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The affiliate reported: the device was implanted via l-p shunt. Doi and the initial setting pressure are not reported. At the beginning of (B)(6) 2014, the surgeon tried to change the setting pressure but he couldn't. It was found through the radiography that the stepping motor had vibrated motion and could not change the pressure. On (B)(6) 2014, the surgeon tried to change the setting again and confirmed that the stepping motor could rotate without problem and fluid flowed through the device. The setting pressure will be lowered because the fluid flow seemed slow. At this point, no revision surgery is scheduled and the valve would remained to be implanted in the patient. Therefore, no device would be returned. The surgeon reported that there might have been a problem with the position of the programmer against the device at his first trial. He requests to know if this incident(vibrated motion of the stepping motor) could have been caused by the position of the programmer or the defective of the valve.